Event description:
Information received by medtronic indicated that the insulin pump had a crack clip rail and back of insulin pump. Reservoir was able to locked in place. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Retainer ring=clear. Customer complained on (B)(6) 2021 the belt clip rails are broken. Unit passed displacement test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, broken belt clip rails and cracked retainer. The p-cap/reservoir does lock properly. Confirmed broken belt clip rails.